Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Subsequent testing indicated the ac power cord was slightly removed and not charging battery prior to use. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.